Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00054-00. The date of that submission was 05-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The cause of the reported issue was the flippers were not opening freely and there were small cracks on the plunger case. The plunger case assembly was replaced to resolve this issue.

Event description:
It was reported that the plunger was not working. There was no patient involvement, and no patient harm/adverse event reported.